Event description:
It was reported that, upon fluoroscopy, it was observed that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were for lead dislodgement and inadequate capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found a retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The full helix extension length was within product specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information indicates that the right atrial lead exhibited high capture threshold.